Event description:
Boston scientific received information that during the explant of another manufacturer's right atrial (ra) lead, the physician elected to attempt to explant this chronic implantable defibrillation lead due to the age of the lead. The lead broke during the explant attempt and approximately one third of the distal portion of the lead remains in the heart. No additional adverse patient effects were reported. Another manufacturer's implantable defibrillation lead was successfully implanted.

Manufacturer narrative:
The explanted portion of this lead has been returned. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Visual observation revealed that the returned segment (distal shocking coil) that would be located in close proximity to the distal tip section was extremely stretched, severed and a suture tied-down. Analysis concluded that the damages to the lead were likely a result of the explant procedure.